Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit to have an outdated battery, damaged front and rear housings, damaged gear box, damage rotor and faulty sensor. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states that the unit is not feeding correctly.